Manufacturer narrative:
Additional narrative: this report is for one unknown end cap/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an infected non-union of the distal 1/3 shaft of the right tibia. The original injury/date of surgery was (B)(6) 2015 for an open fracture. The patient was implanted with a nail, screws, end cap and revived a skin flap at the surgical site around that time and it was successful. During the revision on (B)(6) 2015, hardware was removed including an intact nail, 3 intact screws, 1 broken screw and an intact 15mm end cap. All hardware was removed successfully. The doctor implanted an antibiotic rod he created. No fragments or broken parts were left in the patient. Procedure was completed successfully with no surgical delay and patient status was reported as fine. This report is for one unknown end cap. This is report 4 of 4 for (B)(4).